Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 40 mg/dl at the time of the incident. Then the customer had lunch and her blood glucose level was increased to 300 mg/dl. The customer's other blood glucose value was 198 mg/dl. The customer also reported that the auto mode readiness screen showed blood glucose required alert. The customer was assisted with troubleshooting but declined for low blood glucose. The customer was treated with food. The device will not be returned for analysis.